Manufacturer narrative:
Film evaluation summary: the exact cause of the reported aaa rupture could not be determined from the films provided. CT¿s returned 22 months post-implant revealed that there was a proximal type I endoleak as well as a type iiia junctional endoleak, and it is likely that one or both of these endoleaks may have contributed to the rupture. The proximal type I endoleak was likely due to disease progression (neck dilatation) of an initially short length proximal neck. Increasing high infrarenal neck angulation may have also been a factor. The exact cause of the type iiia junctional endoleak seen between the two left limb extensions could not be determined. Earlier post-implant CT¿s were not provided, and the timeframe for this separation could not be determined. There appeared to have been adequate limb overlap at implant of 30mm; 3 stents. It was noted that the infrarenal neck and left limb angulation had increased during the 22 month implant duration, which may have led to the limb detachment which also occurred within the unsupported distal aaa sac. Aneurysm morphology changes may have been a factor. It is possible that additional diametral and/or lengthwise overlap could have minimized the likelihood of the limbs detaching. The explanted device was discarded; therefore, a comprehensive analysis of the explanted devices could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: esbf3614c103ee, serial/lot #: (B)(4), ubd: 21-feb-2019, UDI #: (B)(4); product ID: etlw1616c93ee, serial/lot #: (B)(4), ubd: 19-jul-2019, UDI #: (B)(4). Product ID: etlw1624c93ee, serial/lot #: (B)(4), ubd: 01-jul-2018, UDI #: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 25-jul-2019, UDI #: (B)(4); product ID: etlw1620c93ee, serial/lot #: (B)(4), ubd: 22-jun-2018, ud I #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently approximately two years later with abdominal pain and the aneurysm ruptured a few hours later in the hospital. Open surgery was performed to save the patient¿s life and the stent grafts were explanted. As per the physician, the cause of the event the aneurysm rupture was possibly an unknown endoleak. No additional clinical sequelae were reported and the patient is fine.